Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0044009. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-04-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no. 320122 batch no. 0044009. It was reported that non patient end was bent and this makes it hard to draw and pass insulin. Verbatim: email received¿ (B)(6) 2020 17:43:48: I did not keep the needles to avoid having someone poke themselves. As best as I can describe, upon peeling back the green tab, the needle on the inside was bent. This happened on more than one occasion out of this box. Email: just a note to inform you that of the 100 pen needles included in my monthly box of pen needles, at least 8 of them were bent inside. As soon as I peeled off the protective foil I noticed the needle was bent on the inside. This issue has happened before with this product, where maybe 1 or 2 were bent under the foil out of the box, but never as many as with this box. The box itself is fine and not damaged. The needles themselves are intact. But when you peel off the green foil, I noticed the needle tips are bent, which makes it difficult to draw and pass insulin.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no. 320122 batch, no. 0044009. It was reported that non patient end was bent and this makes it hard to draw and pass insulin. Verbatim: email received: (B)(6) 2020 17:43:48: I did not keep the needles to avoid having someone poke themselves. As best as I can describe, upon peeling back the green tab, the needle on the inside was bent. This happened on more than one occasion out of this box. Email: just a note to inform you that of the 100 pen needles included in my monthly box of pen needles, at least 8 of them were bent inside. As soon as I peeled off the protective foil I noticed the needle was bent on the inside. This issue has happened before with this product, where maybe 1 or 2 were bent under the foil out of the box, but never as many as with this box. The box itself is fine and not damaged. The needles themselves are intact. But when you peel off the green foil, I noticed the needle tips are bent, which makes it difficult to draw and pass insulin.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.